Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open breast surgery, the device had issues with loading or firing of the clips and also had sterility issue. When wiping a gauze to the device, the gauze fades/gets stained black. An additional operation was performed to correct the issue. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
New information received- ed and patient info has been updated. Please change reportability to not reportable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open breast surgery, the device had issues with loading or firing of the clips and also had sterility issue. The device phases the black ooze of the instrument as soon as the gauze passed. An additional operation was performed to correct the issue. They used another device to complete the case. There was no patient injury.